Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was in the high 300's mg/dl. The customer also woke up with a high of 534 mg/dl. The customer received no delivery alarms during correction. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin did exit. The customer will be sent 2 infusion sets and 2 reservoirs.